Event description:
A constavac drain was placed during total knee replacement. Two days later the primary nurse removed the drain as ordered, however, she noticed that the tube was shorter and the end irregular. The surgeon was alerted.